Manufacturer narrative:
Additional information: evaluation codes; narrative text. (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was discarded post procedure and is not available for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis could not be performed. The work order review did not reveal any manufacturing issues that may have contributed to the reported event. No deficiencies with the IFU or training manual were identified. During manufacturing, the delivery system undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the delivery system balloon tear/rupture cannot be confirmed. Procedural factors (manipulation of the device, residual fluid in the balloon) likely contributed to the torn balloon. The torn balloon being used with a non-edwards sheath likely contributed to the device withdrawal difficulty and subsequent placement of the valve in the incorrect position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, during the alignment of the commander delivery system and a 26 mm sapien 3 valve, a ¿rubber-band snap¿ like sound was heard. The procedure was continued and the sapien 3 valve was positioned in the native annulus. When the flex catheter was pulled back, ¿intense¿ resistance was noted. The flex catheter was pulled with force and an attempt was made to deploy the valve. However, the delivery system balloon did not inflate and blood was observed in the inflation device. Rapid ventricular pacing (rvp) and the valve deployment were terminated. During the withdrawal of the delivery system, the distal tip of the esheath was caught in the valve frame and the valve/delivery system could not be withdrawn. The physician cut the delivery system, removed the handle and replaced the esheath with a 22fr. Dryseal sheath. The valve/delivery system were not able to be retracted into the dryseal sheath. It was determined that it was ¿impossible¿ to withdraw the devices. The entire system/device (crimped valve and balloon catheter) was placed in the descending aorta and covered with a stent graft. A new delivery system and valve were prepared. The new valve was successfully deployed in the native annulus without complications. The patient was transferred to the ICU still intubated. Information concerning the native annular diameter and degree of valvular calcification was not provided. No ¿significant¿ tortuosity or calcification in the access vessel or aorta was reported. The delivery system was discarded following the procedure and is not available for evaluation.